Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. There are multiple flat spots along the distal shaft. The collar is separated. Microscopic inspection revealed a scratch mark 8.4cm from the tip and it goes approximately 13.5cm from the tip. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 07jan2020. It was reported that the device could not cross the lesion. The 16mmx2.5mm in diameter, 90% stenosed target lesion area was located in the mildly tortuous and moderately calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed a collar separation. It was further reported that the guidezilla was broken during removal from the patient's body.